Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR report # 3003742446-2011-00410, # 3003742446-2011-00411, and # 3003742446-2011-00412.

Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that the patient had a total of three (3) cypher stents implanted during the index procedure. The stents were reported to have been implanted in the right coronary artery (rca) and left anterior descending (lad) target lesions. Approximately thirty nine months after the index procedure, the patient experienced pains in his throat. Coronary angiography/re-percutaneous coronary intervention (re-pci) was performed and the previously implanted stents were reported to be clogged/restenosed. The stents were re-opened and an additional abbott cobalt chromium stent was implanted. Approximately eight months after the re-pci, the patient was reported to be scheduled for surgical removal of a kidney and ureter due to cancer requiring a ten day admission. The diagnosis of cancer and subsequent surgery was captured as a non-complaint. Additional information has been requested.

Manufacturer narrative:
The report received from the patient/initial reporter through the (B)(4) department indicated that the patient had a total of (B)(4) cypher stents implanted during the index procedure. The stents were reported to have been implanted in the right coronary artery (rca) and left anterior descending (lad) target lesions. Approximately thirty nine months after the index procedure, the patient experienced pains in his throat. Coronary angiography/re-percutaneous coronary intervention (re-pci) was performed and the previously implanted stents were reported to be clogged/restenosed. The stents were re-opened and an additional abbott cobalt chromium stent was implanted. The patient's medical history includes: coronary artery disease (cad), hypertension (htn), chronic obstructive pulmonary disease (copd), diabetes, cancer of the bladder, bronchitis, and smoking, multiple attempts to retrieve detailed information regarding the products and the events reported were unsuccessful. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes and smoking) that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00410, # 3003742446-2011-00411, and # 3003742446-2011-00412.